Event description:
(B)(6) 2015 - per customer: used one on (B)(6) daughter and next morning she had a severe reaction to the bandage. Picture submitted showed redness.

Manufacturer narrative:
The rate of complaints for the antibacterial line was evaluated with no increase noted since aso began to transition to antibacterial with additional skus. (B)(4).